Event description:
It was reported that during a percutaneous coronary intervention procedure, the catheter froze on the wire. The target lesion was located in an unspecified artery. This 15mm x 3.00mm nc quantum apex balloon catheter was selected. After the balloon had been inflated the physician deflated the balloon and upon removal the balloon catheter became stuck on the non-bsc guide wire. The guide wire and balloon catheter were withdrawn together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, the catheter froze on the wire. The target lesion was located in an unspecified artery. This 15mm x 3.00mm nc quantum apex balloon catheter was selected. After the balloon had been inflated the physician deflated the balloon and upon removal the balloon catheter became stuck on the non-bsc guide wire. The guide wire and balloon catheter were withdrawn together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that there was no damage to the catheter. The inner diameter (ID) of the wire lumen was measured at both ends and the device was within specification. The outer diameter (od) of the guidewire was measured and was consistent with a .014" guide wire. Functional testing was performed by loading the guidewire into the tip and completely advancing through the wire lumen without encountering any unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).